Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the evaluation of the 2 returned instruments did not confirm the complaint. Both instruments appear to function properly, the reported "sticking" was not confirmed. The rubber stopper appears to fit properly in the groove; however, when the instrument handles are manipulated/bent it appears that the stopper does not fit the groove properly. If the instrument/handles are used properly the stopper does not stick and/or catch inside the slot. The complaint of "stickis" was not verified by the supplier (in previous complaint samples) and in the laboratory. This complaint is associated with user preference, there were no other anomalies noted on these instruments. There have not been any other complaints of this type for this product code and lot numbers 1410 and lot number 152 from any other customers (only 2 other from this customer). Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Forceps regards the same case. These forceps are less than one year old (no lot no available) surgeon complains about unintentional sticking in the forceps. There is a feeling of sticking at the point of the antisiccoring device between the two arms of the forceps. There is no visual damage of the instruments according to the customer. This problem has occurred during the last year. And they have been using this product for many years. On (B)(6) 2016 per rep, no adverse consequences, surgeon used back-up device to complete procedure.